Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that vt episode had occurred, the first atp was inefficient. The physician believed that the burst accelerated the arrhythmia and it was binned like vf. Undersensing beats during the capacitors charge resulting in delayed shock therapy.

Event description:
It was reported that during a routine follow-up, the physician suspected the device was undersensing premature ventricular contractions. Monitoring will continue. The patient condition is good.